Event description:
Advocate stated customer received a blood glucose reading of 385mg/dl on the contour meter, re-tested on a different meter and the reading was 127mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significantno adverse event was alleged.the customer returned the test strips for evaluation.replacement test strips and meter were sent to the customer

Manufacturer narrative:
Initial reporter phone and address were not provided